Event description:
40 y/o silicone surgitek implants that have ruptured and leaking. Have had many health issues and still do. Now trying to get insurance to pay for explant before I die. FDA safety report ID# (B)(4).